Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260,serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), : product type: programmer, patient. Product ID: 97754, serial# (B)(4), : product type: recharger. (B)(4).

Event description:
The health care provider (hcp) via a company representative reported radiographic evidence of bilateral lead migration with associated change pattern of paresthesia. The patient stated that he sustained a ground level fall. The stimulation was on at the time of the fall, but the patient stated that the stimulation was stable and didn't cause the fall. The patient didn't sustain any injury in the fall requiring treatment. The patient noted that the pattern of paresthesia changed at the time of the fall. Impedances were within normal limits. X-rays demonstrated bilateral lead migration. The patient was successfully reprogrammed with all painful areas covered by paresthesia. The issue was resolved at the time of this report and no surgical intervention was planned. The indication for use was chronic low back pain and spinal pain.